Event description:
Arrive2 clinical registry #140-057 m-s. It was reported that 212 days following a coronary artery drug eluting stenting treatment procedure, a re-intervention was performed on the target vessel. The index procedure identified and treated one target lesion. The lesion was a 100% stenosed, total chronically occluded, moderately calcified, mildly tortuous, de novo lesion located in the mid left anterior descending (lad) artery. The lesion was 10mm in length and 3.00mm in diameter. The lesion was pre-dilated at 8atms which reduced the overall stenosis to 80%. The physician deployed a taxus express2 2.75 x 20mm stent at 12atms. The lesion was not post dilated. The results were 0% residual stenosis and timi-3 flow. The pt was discharged the following day on plavix and aspirin. It was reported that 212 days after the index procedure, a re-intervention was performed. The re-intervention procedure placed a taxus express2 stent in the proximal lad. It was indicated that the pt was taking plavix and aspirin at the time of the event. The relationship of this event to the taxus stent is "unk". The pt was discharged the following day.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 7138200 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.